Manufacturer narrative:
Through service, it was noted that the trigger could be depressed while in safe mode.

Event description:
It was reported that during equipment testing conducted at the manufacturer facility the trigger of the device was able to depress while in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.